Event description:
It was reported that the patient received hv therapy. When the device was checked, noise was seen on the a and v channels. The pocket was opened and the svc coil connector setscrew was found to be loose. Inspection of the leads found that the is-1 portion of the rv lead was fractured. After capping and replacing the sense/pace portion of the lead and tightening the setscrew, the pocket was closed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.